Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they did not hear beeps when audio volume settings were saved. Customer reported that audio test and insulin pump did not sound any beep at 1 or 5 only vibrates. The customer was advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.